Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized due to perforation leading to pericardial effusion. A pericardiocentesis procedure was performed. At this time, no lead revision has been performed. Clinic will be monitoring the patient. Lead currently remains in service. Patient was discharged with no additional adverse patient effects.

Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized due to perforation leading to pericardial effusion. A pericardiocentesis procedure was performed. At this time, no lead revision has been performed. Clinic will be monitoring the patient. Lead currently remains in service. Patient was discharged with no additional adverse patient effects. Subsequently, additional information was received indicating perforation was confirmed via x-ray. Patient had some discomfort. Lead currently remains in service. No adverse patient effects were reported.